Manufacturer narrative:
(B) (4)

Event description:
The patient fell over the christmas holiday. When she laid in bed, her implantable neurostimulator (ins) would "sit upright." The ins pocket was loose. The patient had lost some weight, but she was unsure how many pounds. The patient was having a problem with coupling and/or communication during recharging. It was confirmed that the ins was flipped; the physician flipped it back under fluoroscopy. The patient's battery was able to be recharged immediately afterwards with a full eight bars being displayed. If the patient continued to have issues, the physician would do a revision.